Event description:
A report was received that the patient underwent a pocket revision due to charging difficulties. The ipg was explanted and replaced. The physician was not sure if anything was wrong with the ipg, but replaced it since the patient was having difficulties. The patient was reportedly doing well.